Manufacturer narrative:
The complaint is confirmed for twisted and broken driver tip. The deformation indicates the driver was tightening the screw and the event description states a torque limiting adapter was not used. The most likely cause(s) of this type of event includes continually applying torque after the implant is fully seated, applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device.

Event description:
It was reported during a rtsa procedure, as the surgeon was inserting the superior locking screw on the glenoid baseplate, the tip of the ar-9545-t15-02 driver shaft (medium) broke off into the head of the screw. The rep stated there was not an attempt made to retrieve the broken tip as the stem and cup were already adequately tightened and the tip of the driver was not proud of the screw. The broken tip was left in place. The case was completed and a second surgery is not needed. Additional information received on 07/15/2019: the rep reported the broken ar-9545-t15-02 was from lot: 8001721. There are no available pictures. The torque limiting adapter was not used for the superior locking screw. The surgeon only used the torque driver and trinity guide for insertion of the central screw and baseplate. The complaint device will be returning for evaluation. The driver was not used on power. The rep stated it is unknown how many surgeries the ar-9545-t15-02 was used in prior to breaking.